Event description:
It was reported to medtronic neurosurgery that a vp shunt procedure was performed for neonatal hydrocephalus. According to the report, the device was explanted on (B)(6) 2015. Reportedly, the patient did not have any adverse events.

Manufacturer narrative:
Approximately 8 cm of the catheter was returned. The returned catheter met the requirements for patency and leak testing. There was proteinaceous debris in the interior and exterior of the catheter. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded due to blood clots or brain fragments, tumor cell aggregates, bacterial colonization or other debris.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).